Event description:
Adverse event.

Manufacturer narrative:
Analysis revealed the insulin pump had an error alarm, high idle current, and was unable to download the history file due to a defective component on the radio frequency board. However, the device passed the seat, rewind, occlusion, and prime tests.